Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the patient underwent a device replacement procedure due to the previously observed code. The other manufacturer's lead was surgically abandoned and the device was explanted. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed a shorted lead code was recorded on (B)(6) 2017. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.

Manufacturer narrative:
This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that a commanded shock was delivered via a programmer. Following the shock, a code was displayed indicating a short circuit condition was detected during shock delivery. Boston scientific technical services (ts) recommended replacement of this implantable cardioverter defibrillator (ICD), as well as another manufacturer's implantable defibrillation lead. At this time, the patient is not able to undergo a replacement procedure. Tachy therapy was programmed off in the device and the patient was discharged with a life vest. No adverse patient effects were reported.